Event description:
During a cardiac catheterization a balloon inflation medical device event occurred. The balloon was advanced into the pt's coronary artery without difficulty but attempts to inflate the balloon were unsuccessful. The physician reported that the hypotube had apparently fractured and the fractured fragment lodged in the pt's arterial system. The fractured fragment was subsequently retrieved without an adverse outcome.